Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device not available.

Event description:
It was reported that gamma targeter does not correctly line up to insert k-wire into fem. Head. Surgeon impacted nail more distal to offset the incorrect alignment of the k-wire.

Manufacturer narrative:
The target device returned is regarded as primary product; the speedlock sleeve 180 returned is regarded as associated product. Deviations in the inspection documents were not found. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed function was given in full on the devices at the stage of delivery. The item returned was documented as faultless prior to distribution and as it had been in use for a longer time (approximately 7 years) we pre-suppose that this target device had fulfilled its tasks in former surgeries as intended. The returned target device passed the pre-operative function test as intended. Neither a proximal mis-targeting nor a distal mis-argeting could be confirmed. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Pre-supposing that targeting accuracy for drilling was confirmed by pre-operative check it was concluded that the event(s) were mainly based in the intra-operative procedure. Reasons for misaligned drilling are various. Potential miss-targeting can also be caused but is not limited by e.g. Loosening of the nail holding bolt during insertion of the nail . Repeated tightening of the nail holding screw prior to distal targeting / drilling is recommended. Not realized unintended loosening of the attachment knob (will lead to release of the drill sleeve). No use of drill with centre tip / unfavourable bone contour. Drilling without drill guiding sleeve. Using blunt or damaged drill. High forces applied to the target device during drilling eventually leading to unintended distortion in the. System of drill, sleeve, target device and nail. Referring to received information it is suggested that potential deviation in proximal targeting accuracy should have been detected during required functional check prior to use. No information was given which kind of nail had been used. Further, the kind of preparing the intramedullary canal may be essential for inserting the nail without deflection. Depending on the bone curvature this may contribute to sufficient drilling respective a deflected k-wire. Another scenario for a deflected or offset k-wire during a medical procedure is not using the k-wire sleeve. Although a real root cause could not be determined the alleged event is most likely caused due to a suboptimal intra-operative procedure. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. Investigation revealed no non-conformity, therefore no ncr was initiated. A review of the labeling did not indicate any abnormalities.

Event description:
It was reported that gamma targeter does not correctly line up to insert k-wire into fem. Head. Surgeon impacted nail more distal to offset the incorrect alignment of the k-wire.